Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulties charging the pump. Additionally, during a charging event, the usb cable melted into the usb port. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.